Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va14nul, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports shocking and thinks "it's misfiring. I get occasionally these episodes where I feel like I'm getting electrocuted and the pain is very intense." This happens when they are walking fast and doing pilates so it is position-movement related; they do a certain move in pilates where they feel it more. They report getting extreme pain in their pelvic area, like electrical shocks going through them. They think the wires are moving in and out of the canal which might be hitting the nerves at certain times. The ins therapy status was confirmed to be off with their patient programmer (pp). They turned stimulation off and confirmed it is off because they don't see the lightning bolt. They think it is off now, however, they don't know if it is really off because of the experienced electrical shocks; the sensation hasn't stopped. The patient had trouble turning stimulation off so they read the booklet. The pressed the off button and it didn't turn off. They followed the directions and think stimulation is off because their pp says so. They kept pushing "off off off off" and they didn't see it was off. They changed the batteries three times, it doesn't show low battery, so they presume it is off. They continue to have the ins off to see if it's still happening and determine if it is "nerve root scaring." Assistance was offered to the patient, but they declined and said they knew what they were doing, read the book, and their pp shows stimulation is off. They said they want to try a few things with stimulation off to see if it makes a difference, but hasn't seen a difference thus far. Yesterday, the patient turned stimulation off and experienced terrible pain while doing physical therapy when they brought their knees to their chest or did anything with their back. They have an appointment with their healthcare provider (hcp). They want to see what happens when they go to pilates next week with stimulation off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va14nul, implanted: (B)(6) 2016, product type: lead product ID: neu_ptm_prog, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the inability to turn the stimulation off was not the problem. To try to resolve it, they turned the unit completely off, but it was not resolved. They were going to ask for the stimulator to be removed. The shocking pain was intermittent for three months [illegible]. Rigorous walking and yoga were noted. Incision pain and gluteal pain began in (B)(6) 2016. The patient was advised to change the settings repeatedly to resolve the pain, but it wasn't resolved. The shocks occurred in (B)(6) 2017. The patient had the stimulator since (B)(6) 2016. One month after, they developed severe gluteal pain under the stimulator, which came very suddenly and they were barely able to walk. They saw an orthopedist in (B)(6) 2016, who injected steroids and told the patient they had tendinitis and bursitis. The pain persisted. Sitting or lying on the appliance for more than an hour caused pain. They started getting sudden shocks when they started doing exercises to strengthen their gluteal muscles. They also experienced burning in the perineum after walking up a hill. They turned the unit off so they could, at least, do the therapy without getting jolted. Unfortunately, the unit had done nothing to help their incontinence and they were disappointed with the outcome. They were hoping the surgeon would agree to remove it. They were using two canes since their hip had given out and they had several falls. It was noted that their hip joints were completely normal and, before the surgery, they were walking two miles daily.